Event description:
An electrohydraulic lithotripsy procedure was in progress. When ehl probes were utilized, the metal tips of two (2) of the device came off in the pt's left kidney. The tips became lodged in tissue and additional surgical procedures were reportedly done to remove the kidney stones and the loose metal tips from the kidney.